Manufacturer narrative:
The polaris x catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, device was visually inspected and it was observed that the device has a damage in the tip region; the tip electrode and ring 1 are partially detached of the central support. Laboratory analysis was able to confirm the reported event of tip damaged/defective.

Event description:
During procedure, the polaris x was selected for use. It was reported that the tip end peels off and the wire protrudes. The device has been replaced and the procedure was completed successfully with no patient complications. The product was returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During procedure, the polaris x was selected for use. It was reported that the tip end peels off and the wire protrudes. The device has been replaced and the procedure was completed successfully with no patient complications. The product will be returned.